Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode, received inappropriate shock therapy due to system oversensing; specifically during arm movement. Data was reviewed by technical services and a revision recommended and later performed. When the xiphoid incision was opened, it was noted that the electrode could move easily through the suture sleeve. Additionally, it was noted the proximal ring was inside the sleeve location. Resolution was attained via cleaning the electrode, changing the suture sleeve, repositioning the tip close to the sternum and ensuring the electrode was completely straight. The case was finalized with a three incision technique and no resulting adverse patient effects were reported. The system was successfully optimized the following day and the patient discharged.

Event description:
Subsequent additional reprogramming was executed with sensing vector changed to alternate. The data was reviewed by ts who confirmed this was appropriate for the patient; however, it was noted the device was programmed with a single shock zone. No further intervention was required.